Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided catheter placement procedure using the navarre opti drain drainage catheter. After the procedure, it was noted that the drainage catheter connector was fractured. The catheter was replaced with another catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, four photos were provided and reviewed. All the four photos show the partial view of a clinician holding the drainage catheter in which the hub was noted to be cracked longitudinally in multiple places. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided catheter placement procedure using the navarre opti-drain drainage catheter. After the procedure, it was noted that the drainage catheter connector was fractured. The catheter was replaced with another catheter. There was no reported patient injury.